Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings:during investigation, the pump¿s display was found to be blank due to moisture corrosion on the display flex connector. A visual inspection of the battery compartment revealed a crack at the threads. There was moisture corrosion visible in the battery compartment. A leak test was performed and a battery compartment and display lens leak was found during testing. The pump cover was removed and moisture corrosion was visible on internal components of the pump. Further testing was not able to be performed due to the blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power after the pump was exposed to moisture. The reporter stated that there was water in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.